Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery (lad) that is 90% stenosed. The lesion was pre-dilatated with a 2.0x15mm non-abbott balloon and a 3.0x28mm xience xpedition stent delivery system (sds) was attempted to be advanced; however, resistance was felt with anatomy and failed to cross. The stent was flared at the distal end and the proximal shaft separated. The separated portion was retrieved via snare. Another 3.0x15mm xience xpedition was used to successfully complete the procedure. The 3.5x12 mm nc traveler balloon was used to post-dilate. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation and material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment(s) including removal of foreign body appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2199 was removed and replaced with code 4641.